Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and completed reset with guidance, after which pump did not display cgm error again.